Manufacturer narrative:
(B)(4). The sample was discarded, so no product is expected to return for evaluation. Additional information has been requested related to the circumstances surrounding the reported complaint. Related patient information has also been requested.

Event description:
It was reported to covidien of a possible false high reading of spo2 on a patient who was possibly hypoxic. Arterial blood gas sample taken indicated severe hypoxia (ph 6.93 po2 40 pco2 112) while o2 sat reading via sensor was 100, and had a good wave form on the monitor. It was reported that the patient has a good outcome.